Event description:
It was reported that the device was found to be unable to start up correctly and presented a critical error, customer stated the unit is too old, the mainboard is defective showing no function . No patient harmed and no injury reported because this was found during service and repair.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection was performed and showed no damage to the device. Functional evaluation was performed and showed the main board shows no function, some parts are burned. We have established a relationship between the reported event and the device. The root cause is an electrical component failure. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.